Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination found a small crack in the attune femoral impactor , also, examination of the part denoted a chipping condition at one of the part edges, one piece is missing in the package. Therefore, the condition reported is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they found a crack in the femoral impactor block while resetting the tray in sterile processing. Impactor was removed and is being sent back in 1 piece.